Manufacturer narrative:
Work order search found no similar complaints within associated lots. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -12.50/2.0/107 (sphere/cylinder/axis) was implanted on (B)(6) 2022. On (B)(6) 2022, the lens was removed and a larger length lens was implanted due to top rotation.

Manufacturer narrative:
B5: reportedly, "patient is doing fine." Claim #(B)(4).